Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the tissue pad of the sonicbeat peeled off after three outputs. The issue occurred during a procedure. No tissue fell into the body. There were no reports of patient harm.

Manufacturer narrative:
Information received and updated in sections: d4 and h4.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Update: d8. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is probable that the tissue pad was worn out and some parts of it came off because the ultrasound was output with the gripping part closed without gripping the tissue (including after the tissue was cut). Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.